Event description:
Information was received based on review of a journal article titled, "the oxford unicompartmental knee fails at a high rate in a high-volume knee practice" which discussed the results of oxford partial knees that were implanted in patients. The study was conducted over a period of three years (2005-2008) and involved seventy-seven (77) patients. The journal article reports eight (8) incidents of tibial loosening, two (2) incidents of femoral and tibial loosening, and one (1) incident femoral loosening. Additionally, there were two (2) revision procedures performed for the following reasons: lateral degenerative joint disease and polyethylene dissociation.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown. Manufacture date ¿ unknown. (B)(4)

Manufacturer narrative:
Device not available for return. Condition is addressed in the package insert. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint histories, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.